Event description:
It was reported that on an unknown date, the patient underwent an unknown surgical procedure for unknown reason. During use of the bone harvesting shaft, the tip broke. The procedure was successfully completed. It was unknown if there was surgical delay. Patient outcome was unknown. This report is for one (1) shaft for trephine attachments. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the complaint device shaft for trephine attachments (product code: 03.111.030, lot number: 1l23697) was returned to cq west chester for investigation. The prongs on the shaft were broken and returned along with the shaft. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Dimensional inspection: complaint relevant dimension cannot be measured due to post manufacturing damage. Conclusion: the shaft was returned broken. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.111.030. Lot: 1l23697. Manufacturing site: bettlach. Release to warehouse date: 20. Nov. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that broken fragments were removed. There was no surgical delay. Procedure outcome is reported as successful.